Event description:
The event occurred prior to use. According to the physician, the delivery system was faulty. It was removed from the table and another package was opened and used for the procedure.